Event description:
The customer stated that they received questionable results for two patients tested with coaguchek xs meter serial number (B)(4). Of the two patients, one had an erroneous meter result. At around 2:15 p.m., a sample from the patient was tested using the meter, resulting with a value of 5.0 inr. At 2:33 p.m., a sample collected from the patient was tested in the laboratory using an unknown method, resulting with a value of 3.2 inr. No adverse events were alleged to have occurred with the patient. The patient was not treated and did not receive a change in medication based on the meter value. The patient's overall health is good. The patient's therapeutic range is 2.5 - 3.5 inr. The patient's testing frequency is monthly. The patient is not anemic, but has tested positive for antiphospholipid antibodies. The patient did not take heparin or direct thrombin inhibitors. The patient did not have any changes in coumadin medication since last tested. The patient did not have any changes in diet, had no recent illnesses, and had no new medications. The patient did not have a special or unusual diet. The meter heating plate was soiled. The customer's product was requested for investigation and replacement product was sent to the patient.

Manufacturer narrative:
The customer was not required to return any materials for investigation. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.